Manufacturer narrative:
The subject device was returned to olympus(B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of cable unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, b30 which indicates there is the communication problem between the subject device and the endoscope was not displayed during the preparation for use. The field service engineer of olympus india checked the subject device at the user facility and found that there was no image and the error, b30 was displayed. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration] the error b30 error is an error caused by poor communication between the subject device and video processor. It was presumed that a communication failure occurred due to the cable unit failure. The cause of the cable failure could not be estimated. The investigation results were as follows; -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -the reported phenomenon was duplicated in the inspection of olympus india. -it was checked the repair history but could only obtain the current (this time) repair history. If additional information becomes available, this report will be supplemented.